Manufacturer narrative:
The technician found the stiffener plate was bent. He replaced the brake mechanism assembly to repair the bed.

Event description:
Information received indicates the brake is not holding.